Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred since the subject device was attached to the distal end of the endoscope without medical tape, and retention force was reduced. The above device handling has warned in the instruction manual as follows. Do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to lubricate the instrument. Doing so could cause equipment damage, or cause the instrument to fall off of the endoscope inside the patient. Be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage.

Event description:
During a colonic polypectomy, the subject device was used. The subject device fell inside the patient and retrieved with the grasping forceps. The intended procedure was continued with another device. There was no patient injury reported.